Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. Precleaning was performed with water at bedside under five (5) minutes after a procedure. Manual cleaning was performed with mediclean forte and an olympus single-use dual brush. The cleaning brush for the instrument channel is disposed after a single use. The instrument channel/suction was brushed until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the olympus dual brush until no debris was observed in the bristles of the brush. It was unknown if the biopsy valve, air/water valve, and suction valve were brushed. The valves were disposable. Belimed pass-thru was used as the automatic endoscope reprocessor (aer) along with mediclean forte detergent and neodisher septo pac disinfectant. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. It was unknown if the disinfectant was used within the expiration date. The aer¿s disinfection process program was five (5) minutes and used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried before prior to storage. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the connecting part of the bending section and insertion tube was scratched at the surface. The air/water cylinder was worn out. There was an impact point at the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, after cleaning and disinfection of the evis exera iii colonovideoscope, the endoscope tested positive for bacteria. The endoscope just came back from repair. The issue was found during a routine culture. The air/water channel had tested positive twice, once on (B)(6), 2021, and the second time on the (B)(6), 2021. During the culture the endoscope remained isolated and was not used on a patient. The instrument channel tested positive for seventy-seven (77) colony forming units (cfus) of sphingomonas yanoikuyae and staphylococcus. The water channel tested positive for twenty-one (21) cfus of sphingomonas yanoikuyae and staphylococcus. The channel brush tested positive for twenty-five (25) cfus of sphingomonas yanoikuyae and staphylococcus. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years and 9 months since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation recommendation. From review of the customers provided cleaning, disinfection and sterilization practices, the legal manufacture could not find any obvious deviation from the instruction in the device IFU. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.